Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. Our clinical/medical team confirmed that without the requested clinical information, a thorough medical investigation cannot be rendered. Should any additional medical information be provided this complaint will be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. Factors and/or potential causes that could contribute to the reported event have been identified in the risk management file, include but not limited to abnormal motion over time, bone degeneration fit/sizing, lack of ingrowth, traumatic injury. And surgical complication. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that patient had right knee ankylosis and a manipulation under anesthesia was performed.